Event description:
The tack endovascular system (tes) was used in a peripheral procedure. After deployment, a balloon was inserted for post dilatation. However, the balloon engaged the tack, and displaced it from its original deployed location. No additional intervention required and no patient injury reported. This product problem is being submitted because of a tack displacement. There is potential for harm if it were to recur.

Manufacturer narrative:
Due to an action item identified in an internal CAPA, a refresher training for the philips sales representatives was required to review the complaint reporting requirements. From that training, post market surveillance (pms) was made aware of retrospective complaints that had not been reported, resulting in this retrospective MDR. Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b3/d6a/d10: the date of event was not provided, thus 01-jan-2023 was listed. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block d1: the brand name is unknown; however, the affected devices are for the tack endovascular system. Block d4/g4/h4: the lot number was not provided; thus, the following information are unknown: brand name, model number, catalog number, unique ID, expiration date, manufacture date, and PMA number. Block e: the facility details was not provided, thus the following information are unknown: reporter name and contact info, facility name and address. Block h3/h6: the tack device was not returned; thus, no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.